Event description:
Information was received indicating that a smiths medical pump settings and patient data was lost and the time keeps resetting. There was no patient present at the time of the event. There were no reported adverse events.

Manufacturer narrative:
One cadd solis vip pump was received with no physical damage. The event history log was examined and there was a "pump settings and patient data lost" message. The reported issue regarding the pump losing patient data and setting was able to be duplicated. While the pump started, the settings were reset each time when powering up the pump. It is determined that the (printed wiring assembly) pwa board was corrupted and will be replaced to resolve the issue.